Event description:
It was reported that a tps handpiece cord was causing handpieces to run without activation. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the device is evaluated.